Manufacturer narrative:
Continuation of d10: 407652 lead (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there the right ventricular (rv) lead exhibited high undefined pacing, defibrillation, and superior vena cava (svc) coil impedance, noise in episodes, presenting strips, and isometrics, and a lead integrity alert (lia). The patient received inappropriate shocks. A fracture was confirmed on both the high and low voltage coils of the lead. The patient was hospitalized and therapies were programmed off. The patient was connected to an external defibrillator to prevent further inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.